Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection was performed on the returned device. The reported inflation issue was confirmed. The reported physical resistance could not be tested as it was based on operational circumstances. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. It is unknown if the IFU deviation contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed MDR, cardiogenic shock was the ultimate cause of death for this patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional rx graftmaster referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with a free perforation with extravasation in an unspecified lesion. A 2.8x16mm rx graftmaster covered stent failed to cross the lesion due to the highly calcified anatomy. The device was then removed. A second attempt to cross with the assistance of a guideliner was performed and the rx graftmaster reached the lesion, however the balloon completely failed to inflate. The device was then removed. Another same size rx graftmaster was used to successfully seal the perforation at 18 atmospheres. The next day on (B)(6) 2018, the patient developed cardiogenic shock and suffered a cardiac arrest due to pulmonary embolism. Cardiopulmonary resuscitation was performed but the patient died. An autopsy was not performed. Non-st elevation myocardial infarction is the final condition resulting in death. No additional information was provided.